Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit functioned properly. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit delivery properly during testing. Unit functioned properly. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. The insulin pump passed the delivery accuracy test at 0.08750 inches. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called via phone call and reported past event high blood glucose with hospitalization. Blood glucose at the time of incident was 494 mg/dl. Additional information on hospitalization wil be sent via email. Advised customer to perform some tests and high pressure test did not pass. Insulin pump is expected to return for analysis.